Manufacturer narrative:
The manufacturer previously reported an incorrect serial number regarding a heated humidifier. The correct serial number for the heated humidifier is (B)(4).

Event description:
The manufacturer received information alleging a bipap avaps c series malfunctioned while in patient use. The patient expired. The patient was reported to have been under hospice care and was sent home to pass away and to use the device for comfort measures only. The device was tested by the durable medical equipment (dme) supplier and found no evidence of a malfunction had occurred. The device was returned to the manufacturer for evaluation. The device was received with all patient alarms being disabled. The device's error log was reviewed by the manufacturer and found no errors or events logged that would indicate a failure occurred. The device was tested and found to operate and alarm to design specifications.